Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "textured to smooth implant exchange", later healthcare professional reported "rupture". This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, d1, d2, d3, d4, d6(a), g1, g2, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "textured to smooth implant exchange", later healthcare professional reported "rupture". Patient later reported "rupture". This record is for the left side. The device was explanted, unknown if it will be returned.